Manufacturer narrative:
Section d catalog number was corrected.

Event description:
49 year-old male patient with cardiomyopathybeing supported on iabp. Patient escalated to ECMO and impella cp for lv unloading. Patient taken to or for vascular repair procedure, where iabp was removed. Impella not implanted at same site. Patient experienced a stroke at unknown time during care and family later decided to withdraw care. Impella to be coded conservatively to stroke and death although most likely not related to the impella device.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information has been provided in b5 (event description) and codes were added in h6 (health effect ¿ impact code and health effect ¿ clinical code) based on the new information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information indicates that a surgical intervention was performed, with successful management of the surgical site.